Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 394mg/dl as confirmed by bg meter and dizziness; cause was unknown. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.